Manufacturer narrative:
Manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 13 years post deployment, the patient had experienced abdominal pain and the CT revealed that the legs splayed to the posterior and demonstrate bony remodeling secondary to leg contact with bone. Therefore, the investigation is confirmed for the perforation of ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and open roux-en-y gastric bypass with history of pe. At some time post filter deployment, it was alleged that filter struts perforated and appeared to be embedded in the spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard recovery filter was deployed in the infrarenal location with the most cephalad portion of the filter in the middle of the l2 vertebral body in patient with deep vein thrombosis and prior to bariatric surgery. Approximately, eleven years and eleven months of post deployment, an abdominal x-ray anteroposterior was performed for filter migration evaluation, noting the filter tip at the l3 level with no significant tilt. Around, six months and two days later, a lumbar spine x-ray demonstrated vena cava filter at l3 level. After seven days, a computed tomography venous bilateral extremity noted filter without evidence of thrombus. Around, eighteen days later, a venous duplex ultrasound was performed on patient reportedly experiencing abdominal pain, identifying severe venous insufficiency of bilateral lower extremity and presence of vena cava filter in place. A computed tomography venogram was used to reevaluate the implanted filter, noting some struts appeared to be embedded to the spine and recommended against filter removal due to outweighed risks. Around six months and twenty-two days later, patient reportedly experienced lower back pain due to filter malfunction. Around, three years and two months later, an abdominal x-ray was performed on patient reportedly experiencing abdominal pain, noting possible bowel obstruction with dilated loops of small bowel in the left upper quadrant. Vena cava filter was noted in place. Therefore, the investigation is confirmed the perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 04/2006), g3, h6(device, conclusion) h11: g1, h6(method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and open roux-en-y gastric bypass with history of pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated and appeared to be embedded in the spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2006).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and open roux-en-y gastric bypass with history of pe. At some time post filter deployment, it was alleged that filter struts perforated and appeared to be embedded in the spine. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.